Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, (IFU), states: note the product use by date specified on the package. The IFU also states: note the product use by date specified on the package. It is likely the IFU deviation contributed to the reported event. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal left anterior descending (lad) artery. During the procedure, a perforation occurred during use of an unspecified device. As this was an urgent use, the 4.0 x 19 mm graftmaster stent delivery system was grabbed and the stent was implanted. After deployment, the device was noted to be expired. The graftmaster stent successfully sealed the perforation without adverse patient effects or complications. No additional information was provided.